Event description:
It was reported that post-operative of an adjustable band procedure, the patient was complaining of side effects. The physician decided to operate and unbuckle the band, however, he was not able to do so, therefore, he removed the band. No further information is known at this time. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: can you please advise if band slippage has been identified? There was no slippage identified.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you provide details of the side effects that were referenced in the complaint description submitted please? Gastric obstruction and edema secondary to laparoscopic adjustable band. Patient had complaints of vomiting and nausea persistently is the surgeon who implanted the band the same surgeon who attempted to re-adjust the band which led to band removal? Yes will another gastric band be implanted? Patient will be reassessed in 6 months for this were the IFU instructions followed when attempting to unlock and relock the band? Yes the lot number etched on the curved band is znhbbp. Discoloration (dark brown) was evident inside the band. The buckle on the band was cut on the snorkel side. The tip of the locking tongue is missing and appears to have been torn off. No markings were visible on the locking shell. The lot number etched on the port is znhbb0. The locking connector was found in closed position. The tubing strain relief was situated midway on the locking connector but was easily displaced from the locking connector. A crack/cut was visible on the catheter. No definitive conclusion can be drawn. It was not possible to duplicate the event description as no functional tests could be performed on the device due to the condition in which it was returned. The buckle of the band has been cut to facilitate band removal therefore testing of the unlocking and relocking feature of the band is not possible. A device history record (DHR) review was performed, and no discrepancies were recorded on file in relation to this event. All products are a 100% visually inspected by the manufacturer before distribution. A manufacturing issue was unlikely to have contributed to the reported event as a review of the device history record indicated that no discrepancies were observed during the manufacturing process. The instruction for use (IFU) clearly outlines, with the aid of pictorial images, the instructions for locking and unlocking the band for readjustment. It is tentatively suggested that user error contributed to the event.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the status of the patient? - discharged can you provide details of the side effects that were referenced in the complaint description submitted please? ¿ I will ask. What date was the band implanted? ¿ (B)(6) 2012. Is the surgeon who implanted the band the same surgeon who attempted to re-adjust the band which led to band removal? ¿ I will ask. Will another gastric band be implanted? ¿ I will ask. Were the IFU instructions followed when attempting to unlock and relock the band? ¿ I will ask.